Event description:
It was reported the patient is experiencing power surges resulting in shocking from his scs ipg. It was also reported the scs ipg is having difficulty holding a charge. No additional information is available at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.